Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) upon powering up. Customer reported that the error message displayed even with no weight on the load plate. No patient involvement was reported. Customer also reported that the last time it was used on a patient for approximately 1 hour was on (B)(6) 2017 and the platform worked perfectly throughout the arrest and with no issues observed.

Manufacturer narrative:
The primary complaint of customers reported issue of autopulse displayed ua07 was confirmed during the archive review and functional testing. Issue was attributed to defective load cell 1 and was replaced. Once completed, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and observed that the platform blue case was damaged. The autopulse platform is a reusable device and was manufactured on 09/2015. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device archive review showed load cell 1 was out of specification (reading very high). The autopulse platform final functional testing was performed and observed no faults or error. Load cell characterization test was performed after load cell 1 was replaced and confirmed both load cell modules are functioning within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of sn: (B)(4).